Event description:
I have been using a tandem t:slim insulin pump for three years. I've had to replace it six times already because the pump breaks down frequently. And it takes several days to get a replacement. This time the battery overheated and I could feel it burning my leg through my pocket. I was at the grocery store when it happened so I quickly disconnected it and put it in the freezer. The pump can't be reset without the power cord which of course I didn't have with me. Seems like a huge design issue. Took me an hour before I could get home to go through the troubleshooting process. Pump always fails on a saturday or sunday so it takes days to get a replacement. My doctor doesn't work on the weekends so it takes a while to get the other kind of insulin. Reference reports: #mw5144608, #mw5144610, #mw5144611, #mw5144612, #mw5144613.